Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to a hole in cuff that was confirmed at the removal surgery. A new artificial urinary sphincter 4.0 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced recurring incontinence.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to a hole in cuff that was confirmed at the removal surgery. A new artificial urinary sphincter 4.0 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced recurring incontinence.